Event description:
Caller called to report pain, difficulty walking, swelling, fluid build up and inability to bend her knee. Reporter states that she had an attune knee replacement on (B)(6) 2017 as soon after she had infection in the wound, and it was slow healing. Because of her current symptoms with her knee she saw dr. (B)(6) at (B)(6) hospital on (B)(6) 2019 and he told that her knee has been recalled and has high risk of fixation of the tibia tray. Dr. (B)(6) advised the reporter to see her original surgeon dr. (B)(6). On (B)(6) 2019 during her visit with dr. (B)(6) he agreed that the knee has been recalled however told the reporter that she did not have anything to worry about because she was not overweight.